Manufacturer narrative:
The needle was not returned for complaint evaluation. Based on similar failures and review of the photo of the needle, the cause was determined to be a material defect in the needle. The break occurred approximatley 1/3 of the way up the needle from the braze joint. The device caused the reported failure.

Event description:
Per the information reported, on (B)(6) 2017 the doctor retrieved a needle from the foot of his patient. On (B)(6) 2017 the doctor was contacted by the patient to alert the doctor that a tx2 needle had dislodged during the plantar fascia treatment back on (B)(6) 2017 and was starting to protrude through the patient's foot. According to the doctor, the patient had some initial discomfort after the procedure, but he and his wife "chalked it up" to typical post operation pain associated with the treatment. The patient went on to miss a couple follow up appointments, and at some point saw a primary physician who said everything was fine and gave him some anti inflammatories. The needle presented on (B)(6) 2017 and was retrieved on (B)(6) 2017.